Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that premature battery depletion and extended charge time were observed. The device will be explanted. No further information is available.

Manufacturer narrative:
The reported field events of premature battery depletion and extended charge time were not confirmed. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications. No extended charge times were observed.